Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity syndrome (tlss) on both eyes (ou) at 10 day post-operative exam. The brief description from the account indicated the tlss was diagnosed and the ocular health was within normal limits (wnl). There were symptoms of light sensitivity on both eyes at 2 days after laser treatment. Pred forte (topical steroid) was prescribed to take for 7 days at four times a day (qid) followed by 7 days with pred forte twice day (bid). The patient's chief complaint was that there was burning and light sensitivity for 2 days on both eyes. The patient is wearing sunglasses indoors especially at the computer. Bcva from (B)(6) 2015; right eye pre-op 20/20 -3.00 x -1.00 x 35; left eye pre-op 20/20 -4.50 x -.50 x 115.